Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63.2mm diameter abdominal aortic aneurysm. The sizing sheet shows a distance of 32mm from the aortic bifurcation to the origin of the internal iliac artery. It was reported that during the index procedure, the etlw device landed at the external iliac artery and occluded the right internal iliac artery. It was noted that the event was resolved but it is not clear how this was achieved. As per the physician, the incident was attributed to insufficient angular separation. No additional clinical sequelae were reported and the patient is fine.